Manufacturer narrative:
(B)(4). The complaint was received via fax from (B)(6) on behalf of the hospital. No sample is expected to be returned for evaluation.

Event description:
It was reported that a patient was hospitalized on (B)(6) 2014 for cardiac decompensation. The patient had a 3 lumen catheter, of which one was a proximal lumen administering cardiac medication. During the reinstallation of the device following the patient's personal hygiene care, the male to male connector between the extension and the proximal cardiac medication rail disconnected by itself. Disconnection was of the male connector between the arrow catheter and the braun vygon brand connector. According to the nurse, the difference between the brands used for the device that was inserted is not an issue. The patient was without adrenaline for 5 minutes. The connection was plugged again, the lumen was rinsed. The evolution was favorable. The patient was deceased on (B)(6) 2014. Her death is not a consequence of the above incident and is not related to what happened.